Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated for this event; however, the treatment details were not reported. The cause of this event is unknown. At the time of this report, the patient was recovering from the peritonitis. Additional information is not available.

Manufacturer narrative:
(B)(4).the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.